Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm and a motor motion error alarm. The customer's blood glucose was 75 mg/dl at the time of incident. The customer stated was unable to perform displacement test due to alarm. The customer performed self-test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received constant alarm during rewind due to motor encoder signal out of phase. Unable to verify a43 alarm due to constant a35 alarm noted. No e35 alarm noted. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.